Event description:
Nurse was preparing to draw up medication & opened pkg. 22 gauge 1 1/2 inch needle & noticed a white substance around the sheath of the needle. Needle then returned to pkg. & reported. All needles of same lot # pulled from units & warehouse. Reported to portex & needle mailed to portex.